Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with a 450cc mentor memorygel breast implant and experienced postoperative right-sided rupture. MRI performed on unspecified date indicates rupture. The diagnosis was confirmed based on the MRI result and phone consultation. At the time of this report, mentor has received no information regarding an expected explantation date.

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding the patient¿s information, MRI, and revision surgery. Initially, the patient¿s age at the time of event was reported as 26. However, additional information revealed that the actual patient¿s age at the time of event was 28. Due to right-sided breast pain and mass, MRI was performed on (B)(6) 2021. The result indicated right-sided rupture and breast mass. The patient underwent bilateral removal and replacement with two 450cc mentor memorygel breast implant prostheses (catalog #: 3504501bc, left serial #: (B)(6) , right serial #: (B)(6). On (B)(6) 2021. The relevant fields have been updated. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Updated reason for device explant and/or reoperation: rupture, breast pain, breast mass. Manufacturer's reference number: (B)(4).